Manufacturer narrative:
The ticket search by lot could not be performed since the likely causative agent lot number is unknown. There are no trends for the product related to patient results. No customer returns were available for evaluation. The overall performance of architect anti-hbs reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.

Event description:
A journal article by eleonora nicolai, serena sarubbi, martina pelagalli, valerio basile, alessandro terrinoni, marilena minieri, oreste cennamo, sandro grelli, sergio bernardini and massimo pieri. ¿performance evaluation of the new chemiluminescence immunoassay cl-1200i for hbv, hiv panels¿, diseases 2023, 11, 83. The study noted false positive architect anti-hbs results on two patients that were negative by mindray cl 1200i clia and western blot. No impact to patient management was reported.

Event description:
A journal article by eleonora nicolai, serena sarubbi, martina pelagalli, valerio basile, alessandro terrinoni, marilena minieri, oreste cennamo, sandro grelli, sergio bernardini and massimo pieri. ¿performance evaluation of the new chemiluminescence immunoassay cl-1200i for hbv, hiv panels¿, diseases 2023, 11, 83. The study noted false positive architect anti-hbs results on two patients that were negative by mindray cl 1200i clia and western blot. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.